Manufacturer narrative:
Corrected information: the device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported that a patient presented with inflammatory granules superiorly near the hinge extending inferior two millimeters one day post lasik. The patient was noted to have diffuse lamellar keratitis (dlk). The previously prescribed topical steroid drop dosage was increased. The patient was seen in follow up and was noted to clear of symptoms and has discontinued the use of the topical steroid eye drops.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on the company¿s acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the date of treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. The root cause could not be determined conclusively. (B)(4).